Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Foreign material was found in the device. Based on the results of the investigation the foreign material in the device was identified as simethicone and there was no physical damage where the foreign material was found. There were no reported reprocessing deviations from the instructions for use (IFU). A definitive root cause of the foreign material in the device was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air/water cylinder and tube. There was no patient involved.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.